Manufacturer narrative:
A review of the device history record for the reported lot number confirmed that the device met all material, assembly and performance specifications. Visual and microscope inspection revealed that the main coil was stretched and kinked. The main coil was attached to the delivery wire. The delivery wire and proximal contact were kinked/damage likely due to handling. The main coil suture was intact. During functional analysis, the coil was able to be advanced through the introducer sheath without difficulties. Despite multiple attempts to obtain additional information about the unspecified medical treatment, no additional information could be obtained from the customer. It is probable that the damage to delivery wire and proximal contact occurred during handling as this part is handled by the physician during advancement of the coil. The damage to the main coil it is believed to have occurred due to procedural factors which may have limited its performance. However, based on the limited information available, it is unknown why medical treatment was administered; therefore, the cause of the reported medical intervention cannot be determined.

Event description:
It was reported that during a coil embolization procedure, unspecified medical treatment was administered to prevent serious injury or death. No further details provided.

Event description:
It was reported that during a coil embolization procedure, unspecified medical treatment was administered to prevent serious injury or death. No further details provided.